Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. Insufficient information was received for review with a clinician consultant. Device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
It was reported patient had a revision of right hip due to the acetabular component socket being loose. Doctors removed screws and cup and replaced with new ones.

Event description:
It was reported patient had a revision of right hip due to the acetabular component socket being loose. Doctors removed screws and cup and replaced with new ones.